Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 548 mg/dl. Customer treated with intravenous drip and antibiotics. Customer experienced symptom such as abdominal pain when admitted to hospital. The insulin pump will not be returned for analysis.